Event description:
A customer reported that during set up for cataract vitrectomy combination of the surgery an ophthalmic operating surgical soft tip of cannula did not fit into the trocar to perform the infusion. Procedure was completed by replacing the tip and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. One opened soft tip cannula in a blister was received for the report of did not fit the trocar. Sample was visually inspected and found to be nonconforming, soft tip was folded over and pinched. Cannula od was dimensionally inspected and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually non-conforming and dimensionally conforming. The visually condition of the soft tip folded over and pinched could result in the reported issue of soft tip did not fit in the trocar. How and when the soft tip became damaged could not be determined; therefore a root cause cannot be determined. The exact root cause for fit issue with the trocar and damaged soft tip is unknown, therefore, specific action with regards to this complaint cannot be taken. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).